Event description:
It was reported that the patient had a seizure and was admitted into the hospital. The healthcare provider (hcp) thought it might be drug related. The hospital needed to perform an MRI and the patient wanted help placing the device into MRI mode. The patient successfully placed the device into MRI mode. It was noted that the MRI was unrelated to the device therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97792, lot# n514459, implanted: 2015 (B)(6); product type accessory. (B)(4).